Event description:
The customer called for help with his contour meter. While troubleshooting, he performed control tests and received a result of 251 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The customer was contacted about returning his test strips for eval, but he had already disposed of them. No product will be returned.